Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Additionally, healthcare professional reported "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, wear abrasion, and opening curved on radius leak test and microscopic analysis were performed which identified a sharp opening on posterior, wear abrasion, and creases fold. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation and "patient's concern with the product." Device has been explanted.